Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as 2134265-2008-00220 and 2134265-2008-00221. It was reported, by the pt's daughter, that post a coronary drug eluting stenting treatment procedure, blockage occurred. The initial procedure occurred in 2006. The physician implanted 3 taxus express2 drug eluting stents to the right coronary artery (rca), a 3.0x20mm, a 3.0x12mm and a 3.5x8mm. No pt complications were reported. In 2007, angiography revealed signs of blockage in 2 of the previously placed taxus stents. The pt was scheduled for coronary artery bypass grafting (CABG) surgery due to the length of the lesion. Additional info regarding this event has been requested, but has not been received.